Manufacturer narrative:
The customer was contacted for the return of the suspect device. The customer decided that the device will not be returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant indicated that there was no patient involvement in the reported issue.